Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in (B)(6) 2020 that this cardiac resynchronization therapy defibrillator (crt-d) detected high but not out-of-range shock impedance measurements on the right ventricular (rv) lead. The shock impedance begin to increase in (B)(6) 2019 and subsequently exhibited variable high but not out of range shock impedance measurements. Isometric tests were performed and only minimal noise was observed. A chest x-ray was unremarkable. No adverse patient effects were reported. The device remains implanted and in service. New information received in july 2020, indicates that the variable high shock impedance measurements continued to increase after (B)(6) 2020 and eventually exhibited high out-of-range measurements exceeding 125 ohms starting in (B)(6) 2020. Boston scientific technical services (ts) suspects the rv defibrillation lead may be compromised and recommended a synchronous r-wave shock to test the lead integrity. The physician elected not to perform the recommended testing as the patient is too weak. The physician discussed possible options with the patient, including lead extraction or addition of a subcutaneous shocking coil; however, the patient is reluctant to pursue invasive solutions. No intervention is planned at this time and the physician will continue to monitor the shock impedance and discuss options with the patient.